Event description:
Event description guidant received info that prior to implant, this pacemaker was initialy difficult to interrogate; however, it was once successfully interrogated. After this one successful interrogation, telemetry was unable to be established again with the device, even after being placed in the pt's pocket. The physician elected to implant a different device, which was able to be interrogated successfully with the same programmer. The device was returned for analysis.

Event description:
Prior to implant, this pacemaker was initially difficult to interrogate; however, it was once successfully interrogated. After this one successful interrogation, telemetry was unable to be established again with the device, even after being placed in the patient's pocket. The physician elected to implant a different device, which was able to be interrogated successfully with the same programmer. The device was returned for analysis.